Manufacturer narrative:
Date of event: date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. A wireless software update was performed clearing the message. The device is providing therapy.